Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The post-operative imaging showed the presence of a type ia endoleak. During the index procedure, the correct size aortic body stent graft was not available so the physician elected to implant a smaller size stent graft where in the aortic diameter at the level of the sealing rings was outside the treatment range. Significant thrombus present at the intended seal location may also have been a factor in obtaining vessel wall apposition. A re-intervention was performed on (B)(6) 2014 to place a balloon expandable stent which successfully resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Remains implanted.

Manufacturer narrative:
The 4 month post-operative CT showed the presence of a persisting type ia endoleak. It was noted that the balloon expandable stent placed during a previous re-intervention was placed proximal to the seal zone. A second re-intervention was performed on (B)(6) 2015 to place a second balloon expandable stent successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.